Event description:
The customer reported that the 9900 system would not take an x-ray correctly, and that the images were backwards. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation, and was unable to duplicate the reported problem. The interconnect cable was replaced. The system was tested and is operating as intended.